Event description:
The reporter stated that the pressure monitoring kit was put in place in 2003 and during the night 6 days later it was found to have come apart from the 3-way tap. Per area rep, reporter stated that there were no signs of trauma, no splits, etc. In the tubing. It looks as though it has just come away from the luer. No patient injury or treatment associated with this issue.